Event description:
The account alleged that the brake pedal goes into the brake position, but the brake caster on the left head end of the bed will not hold.

Manufacturer narrative:
Repairs have not been completed.